Event description:
A caller reported an alarm related to an occlusion issue. This caused the customer's blood glucose level to reach 400 mg/dl, which, although high, was managed without additional third-party assistance. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and administering a correction bolus via the pump. Frequent occlusion issues were reported, and further assistance was requested from customer support.